Manufacturer narrative:
Concomitant therapies: juvéderm® volift® with lidocaine. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with juvéderm® voluma¿ in the cheekbones, juvéderm® volbella¿ with lidocaine in the dark circle region and juvéderm® volift® with lidocaine in the lips. 3 days later, non-allergan dermal filler applied. Patient developed severe and increasing "inflation" [as reported] in areas treated with filler. Ciprofloxacin 500 mg and a corticosteroid were provided as treatment. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00808 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2020-00810 (allergan complaint #(B)(4)). This MDR is being submitted for the juvéderm® volbella¿ with lidocaine injection.

Event description:
Approximately, 3 weeks post injection, patient is hyperpigmented of the two inferior eyelids and the nose is pink like [physician's] chin. Event further described as telangiectasias. Symptoms have not been resolved.